Event description:
On (B)(6) 2012 the patient contacted animas alleging that the ok keypad button was unresponsive and she noticed water coming out of the keypad after being in the pool on (B)(6) 2012. The patient stated that she just noticed a tear in the keypad between the down arrow and ok keypad buttons. There was no reported patient impact associated with this complaint. There was no reported patient impact associated with this complaint. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported because the patient alleged the keypad button issue occurred prior to noticing the keypad damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad is torn over the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the ok keypad button is intermittently responsive and the down arrow keypad button is intermittently unresponsive. There was evidence of keypad contamination found under the up arrow, down arrow, and ok key contacts. Investigation revealed a keypad leak and moisture in the pump.